Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction stemmed from a critical error in the database message. A field service engineer successfully reduced the size of the d drive and rebooted the machine. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system a fatal error had occurred on the underlaying data source. The customer stated that there was a delay in the dispensing of the medication due to this malfunction. There were no adverse events or injuries reported based on this incident.